Event description:
Healthcare professional reported that during implant of the valve the disc was noted to stick. The valve was replaced, however the patient later expired. The valve was not returned for analysis.